Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the implant was not letting her know that she needs to go and she did not understand the machine. She had a message two nights ago. She did not use patient programmer (pp) to check setting. Patient synched with pp during the call and pp showed stim was on. It was noted that patient was on program 3 at .2v. Patient daughter increased stim to 2.8v but patient was not feeling stim. Patient was advised to follow up with the healthcare provider (hcp). There were no further complications that have been reported as a result of this event.